Event description:
It was reported that the patient presented to the emergency room due to receiving multiple inappropriate shocks from the right ventricular (rv) lead due to an apparent lead fracture. Device interrogation showed the rv lead had frequent noise/oversensing, as well as when the 35 shocks that were delivered in less than 2 hours the data recorded showed non-physiological noise/oversensing. It was noted that the superior vena cava (svc) coil of the rv lead had been previously programmed off. It was also reported that the short interval counts (sic) was 485 in less than 24 hours and that the lead integrity alert (lia) was triggered and the patient reported hearing the patient alert at the same time the shocks began. It was also noted that the pace/sense impedance remained stable and was not abnormally elevated during the shocks. The rv lead was reprogrammed off, the patient was admitted to the hospital and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the partial lead in segments was returned, analyzed and the distal conductor was fractured from flex. It was noted that the distal superior vena cava conductor was distorted from being pulled/stretched/overstressed and the overlay tubing insulation was breached from being cut and melted. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the lead integrity alert triggered on (B)(6) 2012, positive for non-sustained ventricular tachycardia and short interval counts (sic). An out of tolerance lead impedance alert was also registered on (B)(6) 2012. There was interference/noise with approximately half of the lifetime ventricular sic occurs beginning the (B)(6) 2012. Also, oversensing with 15 non-sustained tachycardia and 12 ventricular fibrillation events of less than 220 milliseconds v-v cycle occur on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004, 5071 implantable pacing lead (B)(6) 2004. (B)(4).